Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient thought they were allergic to adhesives (dermatitis contact). This 33-year-old, female patient began therapy with remodulin (treprostinil sodium, concentration 10.0 mg/ml) delivered by remunity pump (sp-filled) on an unreported date in (B)(6) 2022. The current dose was reported as 0.06847 g/kg, continuous via subcutaneous (sq) route. Concomitant medications included tadalafil, and opsumit (macitentan). Action taken with sq remodulin was dose not changed due to the events of dermatitis contact and dry skin. At the time of reporting, the outcome of dermatitis contact and dry skin was unknown. There was patient involvement, and a patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.